Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "failure 512:320:666 before electrical safety test, the slave main power supply or the main batteries are out of range." This event occurred upon power up, but it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "failure 512:320:666 before electrical safety test, the slave main power supply or the main batteries are out of range" was confirmed. The root cause was attributed to a printed circuit board assembly power supply. The psu and the main batteries were replaced to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no abnormality observed. The user interface module software version of this pump is 7:01:00. Should additional information be received, a follow-up medwatch will be submitted.